Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair and anterior cruciate ligament reconstruction, after the t1 of the fast-fix 360 was implanted, t2 was deployed simultaneously. The procedure was completed with a non-significant delay using a back-up device. All ts were removed from the patient by making a small incision. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the t2 setting with the suture or implants returned in a plastic bag. A functional evaluation finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the two provided undated/unlabeled pictures were reviewed and appear to show a fast-fix device with the needle and suture attached, however the photos do not provide insight to the root cause of the reported events and that the fast-fix IFU warns, "if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely". The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.